Manufacturer narrative:
D2b: pro code (product code) - itx, obj.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During withdrawal, the device became stuck on the wire. The procedure was completed using an alternate device, and there were no patient complications.